Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a blue screen and was not responding due to the software issue. The technical support specialist resolved the issue by rebooting the station. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had a blue screen and the application was not launched, which hindered users from accessing medication. This incident resulted in a delay to patient care and there was no patient harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.